Event description:
Surgeon was performing an anterior cervical fusion c5-6, c6-7. After discectomy of both levels and implantation of 2 allograft cervical spacers (mtf). Vectra plate and screws were implanted. Following x-ray image of implants, surgeon decided to replace one of the 16 mm vectra screws (04.613.516) in c5 with a longer screw and complained that while using an extraction screwdriver for removal, the tip broke off and visual inspection confirmed that the tip was securely fixed in the implanted screw with no contact to tissue and all implanted screws were engaged properly in the locking clips of the plate.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned. Without a lot number, synthes is unable to determine a manufacture date.